Event description:
It was reported that the touchscreen on the device was often unresponsive. There was no reported impact to the customer¿s blood glucose level. The customer declined further communication with technical support and additional information on the outcome of the event was unavailable.